Event description:
The customer reported that the system was displaying an intermittent control panel error message on the mainframe and a communication failure error message on the workstation during boot up. These error messaged will likely cause the system to shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply voltage was adjusted. All related connectors and circuit boards were reseated. The system was then found to be operating as intended.